Event description:
According to the information received, there was a black hair/fiber in the sterile packaging.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed. Follow up report #1: the device was returned and at visual inspection a hair was visible inside the inner pouch. The root cause was believed to be human error. Based upon the evaluation for the returned product, this complaint is confirmed as reported.

Event description:
(B)(6). Date of event: (B)(6) 2013. According to the information received, there was a black hair/fiber in the sterile packaging.